Manufacturer narrative:
Continuation of d10: product ID afapro28 ; product type: balloon catheter product ID 2035u ; product type: cables and accessories; p roduct ID 203cx ; product type: cables and accessories. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while connecting the balloon catheter to the console, a system notice was received indicating that the safety system detected a compromised outer vacuum. The electrical umbilical cable and coaxial umbilical cable were reconnected without resolve. The balloon catheter, electrical umbilical cable and coaxial umbilical cable were replaced to resolve the issue. Additionally, while the mapping catheter was removed it was noted to be bent and possibly kinked. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.